Event description:
Pt hospitalized for hyperglycemia. Pt went to bed with bg at 125 and awoke at 2:30 am with bg at 475. Delivered bolus of insulin and still had elevated bg at 5 am. Pt moved infusion set to a new site and waited 30 minutes before delivery of another insulin bolus. Bg dropping, but rebounded less than one hour later. Began vomiting and went to hosp. Pt informed that she should change infusiuon set and site at least every three days. Pt received IV insulin at hosp, stabilized and returned to pump. Pump not returned.